Event description:
A customer observed biased results on pt samples for two assays. Biased results might lead to inappropriate physician action. There was no report of pt harm as a result of this event.